Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced that needle was compromised with fluid and skin blockage, therefore patient had blockage at the site which occurred on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient changed supplies and resumed insulin therapy. No further information was available.